Event description:
This complaint is being reported due to an injury related to a product malfunction of a push cart (catalog 10208; serial/lot# unknown). The push cart is an accessory to the sterrad 200 sterilizer for use in the health care (hc) and scientific and industrial (s&I) environments. There was no reported malfunction of the sterrad 200 sterilizer gmp used by the s&I facility (sn: (B)(4)). It was reported that an employee was attempting to engage the loading cart to the locking pawl. The push bar lifted up and off of its mating pipe. The employee was attempting to re-attach the push bar to the mating pipe when she injured her right ring finger. The reported symptoms are fracture, contusion and loss of her fingernail due to bleeding. The health care facility reported that the employee is "doing fine" at this time. She is not using a splint any longer, but has her finger bandaged. The push bar is constructed of a bent tube, which is spot welded to two pipes. These pipes engage two sleeves, each equipped with a locking knob to permit height adjustment to the push bar. The carts were sold/installed at the customer site in may 2010 with the sterrad 200 s&I. It is further reported that the customer has two carts where the spot welds failed sometime in the past, resulting in the bars being loosely held in place by gravity. This condition was not made known to advanced sterilization products until the employee was injured. It is unknown how long these carts have been in use needing repair. The customer has retrofit the load bars replacing the spot welds with a bolted connection.

Event description:
Correction: it was reported that an employee was attempting to dock the carriage and the cart loaded with medical devices that were prepped for sterilization. The st-200 gmp system has an extended tongue mounted to the frame base for the purpose of locking the carriage coupler positively and rigidly. The cart and locking pawl were not aligned correctly. The employee used a greater amount of force to complete the docking operation. This force caused the push bar to break free from the frame tube, as the weld joint separated. The operators finger was then pinched between the tube handle and the angle iron loading track of the carriage. The end of the angle iron has a radius edge and is not sharp. The following corrective actions were completed on the carriages and the st-200 gmp system at the customer site. The customer drilled holes through the carriage sleeve tube and the tube handle. A 3/8" hex head bolt and nut was used to rigidly attach these together. The asp field service engineer (fse) adjusted the level of the st-200 gmp system for better docking of the carriage to the system.

Manufacturer narrative:
Correction to the product malfunction code and trending: trending analysis for 'damaged' issues associated to the sterrad 200 from (B)(6) 2011 to (B)(6) 2012 found two incidents reported.

Manufacturer narrative:
Correction / additional information: per the injured hcw, "I didn't loose the fingernail as predicted. The nail is still growing out. The fracture is healed."

Manufacturer narrative:
The investigation included a review of the trending by product line and the system serial number, health hazard evaluation, failure mode and effects analysis, corrective action and preventive action and supplier corrective action report. (B)(4). Hhe (health hazard evaluation) was completed for this issue. The risk was assessed as necessitates medical or surgical intervention to preclude permanent injury for the general population. Fmea (failure mode effects analysis) was reviewed and indicates that the current rpn is 135. The rpn is not at an acceptable level; however, a CAPA has been opened to reduce the associated risk. CAPA (corrective action and preventive action) has been initiated to evaluate the weld issue and to reduce the associated risk. It was determined that inadequate welding on the sterrad 200 carriage push bar may lead to dislodgement and subsequent human injury during use. Although the suspect product was not returned for evaluation, the customer provided photographs of the issue observed. The images were of an engaged vs. Disengaged push bar/carriage handle. The customer site was visited on (B)(4) 2012, to further evaluate the incident and to determine if an anomaly at the customer site was a contributing factor. Two carriages were examined, neither of which had a serial number visible. The product supplier indicated that each cart is subject to visual evaluation for physical damage, followed by a functionality test to confirm that the carriage is able to be successfully docked without issue. The functionality test includes aligning the connection port with the sterrad 200 machine, which ensures that the pipe won't come off from poor welding. The root cause of the failure observed has been identified as an inadequate manufacturing weld on the sterrad 200 carriage push bar. A customer letter has been dispatched informing sterrad 200 system carriage owners of this issue.